Event description:
It was reported that isleeve introducer sheath tip damage occurred. Procedure summary: vascular access was obtained via a transfemoral approach. The vasculature was mildly tortuous with no calcification in the femoral arteries. A 14f isleeve introducer sheath was placed. At the end of the procedure, the physician felt a slight resistance and difficulty removing the 14f isleeve introducer sheath. When the 14f isleeve introducer sheath was outside the patient, the physician noticed that the tip of the 14f isleeve introducer sheath was damaged. Patient status: no patient complications occurred. The patient is okay.

Manufacturer narrative:
H3: device eval by manufacturer: returned device consisted of an isleeve introducer sheath with the dilator completely pushed into/through the sheath, and out of the sheath tip. The device was returned with blood on it. Photographic images were also provided by the customer of the reported defect. Microscopic and visual inspection of the returned device and provided images revealed kinks in the sheath shaft located; 6.3cm, 10.5cm, 13.8cm, and 17.3cm from the tip, a small abrasion on the tip/sheath, and tip damage (small tear between tip/sheath seam that was bent outward). Two of the three perforated seams were opened along with the correlating tip seam. The seam and tip were opened in the expected manner. The reported tip damage was confirmed, although the difficulty removing the device could not be confirmed as clinical circumstances could not be replicated.

Event description:
It was reported that isleeve introducer sheath tip damage occurred. Procedure summary: vascular access was obtained via a transfemoral approach. The vasculature was mildly tortuous with no calcification in the femoral arteries. A 14f isleeve introducer sheath was placed. At the end of the procedure, the physician felt a slight resistance and difficulty removing the 14f isleeve introducer sheath. When the 14f isleeve introducer sheath was outside the patient, the physician noticed that the tip of the 14f isleeve introducer sheath was damaged. Patient status: no patient complications occurred. The patient is okay.